Manufacturer narrative:
The thermogard xp ivtm console (s/n:(B)(4)) was returned to zoll for evaluation. The primary complaint was confirmed. The root cause was found to be a faulty lm34 temp probe; the probe was replaced. The thermogard xp ivtm console is a reusable device and was manufactured on july 2, 2010. Therefore, this type of issue is characteristic of normal wear for the life of the device. No issues were found during a review of the event log. The device passed functional testing with no faults found. Additional repair was completed (unrelated to the reported complaint) to ensure that the console remains functional without issues. The casters were tightened, the air filter cleaned, the painted chord hook and the air trap block were replaced. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard xp ivtm console with serial number (B)(4).

Event description:
During preparation for use, it was reported that the thermogard xp ivtm console (s/n:(B)(4)) displayed an tcmid:05 (coolant diif failure) error message. No further information was provided. There was no patient involvement reported.